Event description:
Complainant alleged that during training and inservicing of the device, using a laedal mannequin with a heartsim 2000, the device advised shock to a paroxysmal supraventricular tachycardia (psvt). The complainant indicated that there was no pt involvement in the reported malfunction.